Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to a neurological event. The site detailed seizure activity was noted upon admission. The patient had a continuous eeg preformed. No further information was reported.

Manufacturer narrative:
Section d4: correction. Manufacturer's investigation conclusion: a specific cause for the reported neurological event cannot be conclusively determined through this investigation. The patient experienced an unspecified neurological event on (B)(6) 2020 and presented with seizures. A continuous, 48-hour eeg was conducted and did not reveal any seizure activity. The patient was reportedly slowly improving in the ICU with a tracheostomy tube and anti-seizure medications for the short term. The patient was also given seroquel and remeron for delirium. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.